Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed button error with no button response due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Also unable to test the operating currents, off no power, failed battery test, weak battery or weak signal alarms due to no button response. The device was received in with cracked battery tube threads.

Event description:
Customer initially called to report that her insulin pump was giving a button error. Customer stated that she tried to bolus, but the insulin pump numbers were ramping on their own and the amount went up to 400 without her pressing any button. Customer stated that her blood glucose was 228 mg/dl, went to the emergency room to get syringes and insulin. Nothing further was reported.